Event description:
It was reported that during a da vinci hysterectomy procedure, the cable on the fenestrated bipolar forceps instrument snapped and something fell into the patient. There was no patient harm. On (B)(4) 2015, intuitive surgical, inc. Obtained following additional information from the customer: customer indicated that a small piece of cable from the instrument fell inside the patient and was retrieved laparoscopically. The additional surgical procedures were required and no post-operative test were performed. The patient is doing well and has not returned to the hospital due to post-surgical complications. There was no patient injury. The surgeon was removing the uterus with fibroids and was cauterizing vaginal cuff edges just before the cable snapped and fell into the patient. The surgeon believes that the fatigue material is what caused the cable to break. The instrument was inspected prior to use and there were no physical damages noted. The instrument was in use for approximately 1 to 1.5 hour before the cable snapped. The instrument did not make contact with any other instruments during procedure.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was no longer installed in the clevis. The crimp was missing. The clevis did not exhibit any damage or wear marks. Electrical continuity test was performed and passed. No other damage was found. Based on the information provided, this complaint is being reported due to the following conclusions: a cable from the fenestrated bipolar forceps instrument broke off and a piece fell into the patient and was retrieved laparoscopically during the same procedure. No patient injury was reported.